Event description:
Boston scientific received information that during the implant procedure, the guidewire became stuck in this left ventricular (lv) lead. After troubleshooting was performed without success, the physician used their own medical judgment and left the guidewire in the lead and cut off the existing wire outside of the lead body. All numbers and thresholds remained consistent during and post implant. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was returned severed and only 16 centimeters portion was returned. The guidewire was returned fully inserted in the portion of the lead. The guidewire was easily removed. Laboratory analysis was unable to confirmed the clinical observation reported the possible issue could have been located in a different portion of the product. The analysis did not reveal any sign of a material or manufacturing problem.